Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a compassionate use procedure involving endovascular repair of a large thoraco-abdominal aortic aneurysm, a small dissection occurred in the left brachial artery after retrograde access was obtained, using an unspecified cook micropuncture catheter and wire. Per the reporter, the left upper brachial artery was ¿extremely friable and fragile¿ and a small, acute local dissection occurred after placement of the micropuncture device. The device was removed, and the hole was repaired. The brachial artery was cannulated above the repair and the intended procedure was completed. An arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. A cook renal access cobra catheter was also used during the procedure. A renal artery perforation was later reported. This will be reported under MDR #:1820334-2020-01336. The patient later died due to unrelated complications. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. Investigation ¿ evaluation a document based investigation was performed including a review of the instructions for use and an interview of the personnel. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use ¿the micropuncture introducer set is intended for the placement of wire guides up to 0.038 inch diameter into the peripheral vascular system when a small 21 gage needle stick is desired.¿ potential adverse events ¿potential adverse events that may occur include, but are not limited to the following: vessel perforation¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. With current information, the most likely cause of the dissection is related to the patient¿s anatomy, as the brachial artery was reportedly ¿extremely friable and fragile¿. There has been no alleged malfunction of the cook micropuncture device. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Concomitant products= cook zenith t-branch endovascular graft and the zenith universal distal body; terumo glide wire; boston scientific amplatz super stiff wire; cook spiral z iliac extension; gore viabahn 13x10 self-expanding covered stent; cook coda balloon, cook cobra catheter, bard lifestream stent; cook zilver bare stent; atrium icast stent, cook rosen wire. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a compassionate use procedure involving endovascular repair of a large thoraco-abdominal aortic aneurysm, a small dissection occurred in the left brachial artery after retrograde access was obtained, using an unspecified cook micropuncture catheter and wire. Per the reporter, the left upper brachial artery was ¿extremely friable and fragile¿ and a small, acute local dissection occurred after placement of the micropuncture device. The device was removed, and the hole was repaired. The brachial artery was cannulated above the repair and the intended procedure was completed. An arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. A cook renal access cobra catheter was also used during the procedure. A renal artery perforation was later reported. This will be reported under MDR #:1820334-2020-01336. The patient later died due to unrelated complications. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related.